Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 260cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
The reported complaint of a dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.